Event description:
A copy of a journal article was received by shiley which reported that a patient had surgery to replace their bjork shiley tilting disc mitral heart valve. According to the article, the patient presented with dyspnea and ankle swelling. Tests were taken and showed that there was intermittent obstruction. During surgery, in-growth of pannus was discovered over the ventricular aspect of the valve. The valve was replaced and the article reports that the patient remains well.